Manufacturer narrative:
.

Event description:
It was reported that the pt's pump was replaced. During the pump replacement, it was determined that the pt's catheter was broken the l2-l3 level. The catheter was revised. No pt symptoms were reported. The drug contained in the pt's pump was not reported. See MFR report #2182207200801619.